Event description:
Pt reported this syringe cause pain after injection and is worse than other syringes she has used in the past. She was given this syringe due to availability and we will try to get her preferred syringe in the future.